Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: performance data was collected from the device and analyzed. Power on reset parameters were noted to have occurred in 2007. Analysis of the device found a telemetered battery voltage of 2.57v. Also, a por event occurred at this stage and arc marks were found on the outside of the shield. The charge time out failure was confirmed. The high voltage capacitor stack was observed to charge to a maximum voltage of 190v before the charge time out occurred. The arc marks on the shield and high voltage circuit failure indicated an overstress event occurred that damaged the charging circuitry.